Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-change out interrogation, the right ventricular (rv) lead exhibited r wave amplitudes of 1.8 to 2.4 millivolts for greater than one year and the rv threshold measurement had increased leading to intermittent loss of capture (loc). The change out procedure was for normal battery depletion and upon pocket opening the rv lead was connected to the pacing system analyzer (psa) the measurements were low for r-waves and the threshold measurement was even higher. The patient was not dependent, however the physician decided to replace the lead. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. The field representative noted that one day post revision, all measurements were within normal limits.